Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +19.0d) on (B)(6) 2026, but the lens was noted to have a chip postoperatively. The lal was explanted the same day and a new lal (sn (B)(6), +19.0d) was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).